Event description:
A complaint was received from a customer that reported pt had been receiving exceptionally low results. These results were atypical for pt. Examples were 35, 50, and 55 mg/dl. While on the phone a review of the system was conducted. It was learned that a major portion of the "hundreds unit" was missing segments. A request is made to return the system for evaluation and in the meantime, a replacement unit was provided.